Manufacturer narrative:
The customer cancelled the svc call. The reported problem was resolved by the customer. No additional svc info was provided.

Event description:
The customer reported that the system displayed a filament regulator error message. This event occurred during a procedure. No pt injury was reported.